Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully placed; however after deployment, it was noted the clip opened slightly to approximately 50-60 degrees. The clip was still connected to both leaflets. A second clip delivery system (cds) was advanced lateral to the first clip; however both leaflets could not be grasped. The cds was removed and replaced with another one however the same issue occurred. The cds was removed and the procedure aborted with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.